Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/25/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the motor flex cable and connector. Unrelated to the complaint, the bolus button cover and slug were missing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.